Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds) and a watchman truseal access system (was). Following deployment of the closure device, a thrombus developed on the was and was observed at the interchange between the was sheath and the delivery system. The activated coagulation time at this point in the procedure was 111 seconds. The thrombus was aspirated into the was sheath and the procedure was successfully completed. No patient complications were reported.